Event description:
After receiving mentor breast implants in 2010 my health has dramatically declined. I am experiencing extreme ibs symptoms, hair loss, dry skin, headaches and migraines, joint pain and swelling, weight gain, tmj, chronic fatigue, weakness, adhd, memory loss. FDA safety report ID# (B)(4).